Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracks on the lcd controller. Unable to perform all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the flashing white light on the display. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a constant tone from the insulin pump. The customer's blood glucose reading was 5.5 mmol/l. The customer stated that the pump is flashing black and white and is giving a constant tone. The customer stated that the constant tone occurred while they were walking. The customer was assisted with reprogramming the pump. The customer stated that the test failed and the pump would not turn on. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.